Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump had been alarming no delivery despite changing the infusion set and reservoir multiple times. There was also cracks in the insulin pump casing; the drive support cap was indented as well. The display screen was displaying white dots. The patient's blood glucose at the time of incident was 15.9 mmol/l. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had no unexpected no delivery alarm during testing. The insulin pump was received with all operating currents within specification and passed functional testing including the rewind test, self-test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Several bolus were also delivered. The insulin pump delivered properly all bolus profiles were properly and matched recorded at the bolus and daily total history screens. No bolus anomaly noted. The insulin pump was received with debris/white dots under the display window, minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.